Event description:
It was reported that the fiber cap detached inside the patient at 54,087 joules into the case. The physician was able to retrieve the fiber cap, method of removal is unknown. There was no indication or report of any part of the device remaining inside the patient. The procedure was completed with another fiber. There was no report of patient injury.

Manufacturer narrative:
(B)(4)